Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during a replacement procedure, the physician was not able to insert the lead into the subject pacemaker. The physician decided to take another pacemaker and no issue was met.

Event description:
It was reported that during a replacement procedure, the physician was not able to insert the lead into the subject pacemaker. The physician decided to take another pacemaker and no issue was met.